Manufacturer narrative:
Internal complaint reference: (B)(4).paper: clinical observation of plasma radiofrequency adenoidectomy.

Event description:
It was reported that on literature review "clinical observation of plasma radiofrequency adenoidectomy",2 patients had a bleeding after an adenoidectomy using a evac 70 wand, reflex 55 wand and a coblator ii surgery system. Second surgery was performed for aspiration and tamponade of the posterior nostril. Patients outcome are unknown. No further information is available.

Event description:
It was reported that on literature review "clinical observation of plasma radiofrequency adenoidectomy",2 patients had a bleeding after an adenoidectomy using reflex 55 wand. Second surgery was performed for aspiration and tamponade of the posterior nostril. Patients outcome are unknown. No further information is available.

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states the data presented in the aged chinese article was translated to english, in addition to an excel sheet that was provided. However, it did not provide insight or relevance to current clinical outcomes for the product/device. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. H11: corrected data updated section b5.